Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire of the single use 2-lumen sphincterotome was broken after energizing several times. The issue was found during an endoscopic submucosal dissection. The therapeutic procedure was completed using a similar device. There were no reports of patient [harm, injury, or death.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected the following fields:d6a/d6b (inadvertently missed), d7a, h5 (inadvertently missed). The device was returned to olympus for inspection and the customer's reported issue was confirmed. The cutting wire was broken and the coated portion of the cutting wire was torn. Additionally, the broken portion was scorched and melted. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the wire broke due to one of the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under the circumstances described above, an electric conduction was activated, which caused the cutting wire to become hot instantly at the contact point and as a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was then possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.